Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred with a syringe 20ml ls s/c 48. The following information was provided by the initial reporter, "it was reported that the packaging on some of the syringes was not sealed. Verbatim: something wasn't sealed in over half of the box. Reporter could not provide any other information he doesn't know if it was the packaging or not and could not provide the customer's first and last name."

Event description:
It was reported that sterile breach occurred with a syringe 20ml ls s/c 48. The following information was provided by the initial reporter, "it was reported that the packaging on some of the syringes was not sealed. Verbatim: something wasn't sealed in over half of the box. Reporter could not provide any other information he doesn't know if it was the packaging or not and could not provide the customer's first and last name."

Manufacturer narrative:
Investigation summary: thirty-nine (39) samples were received from the customer for investigation. Visual examination of the returned samples revealed that thirty-six (36) of the returned samples were properly sealed and that three (3) of the returned samples were not properly sealed in that the top web of the packages did not completely cover the blister pack. A machine malfunction in the packaging machine could result in the top web getting off center resulting in the top web not covering the product when sealing. The blister packs were then packaged automatically without being caught by the operators. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.